Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly disconnected the patient line from the transfer set. The patient then connected herself. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in a fill cycle. The patient stated he disconnected from the hc, reconnected and got the system error. (B)(4) had the patient close all the clamps and cycle power to clear the error. (B)(4) then advised the patient to discard the supplies. Product surveillance contacted the patient's dialysis nurse, who explained the patient did not notify her of the error, but was seen the previous day and did not mention having any issues. The nurse stated the patient was doing well with therapy. No injury or medical intervention was reported.